Manufacturer narrative:
The customer¿s report of a leak at the suspect texium connector was not confirmed. However, a leak was confirmed at the distal smartsite to female mating component. The returned products were visually inspected for obvious damage such as incomplete bonding engagements, cracks, breaks, kinks, holes, and tears in the tubing and the components. White adhesive gauze was wrapped around the proximal male luer connection of the non-bd extension set. It was also wrapped around the distal male luer (of the non-bd extension set) to texium female luer connection. The smartsite body at this distal location had traces of a white substance on its exterior. It appeared to be dried traces of medication that were contained in the cassette. Also visible was a residual sticky material around the smartsite and texium adapter, likely from the white adhesive gauze that was also used on the other sections of the tubing. No anomalies or evidence of damage was observed upon initial visual inspection. Functional testing was performed; a leak was observed at the distal smartsite to female mating component during underwater pressure testing. Further investigation under magnification did not observe any anomalies on the male luer of the distal smartsite adapter that could have contributed to the leak previously observed. It was observed that the non-bd female luer has a slightly different design than the bd female luers. Dimensional testing was performed on the male luer of the distal smartsite and on the non-bd female luer. The male luer was within parameters determined by iso regulations. The non-bd female luer appeared to be at or very close to the limit of specification. The root cause of the leak was not determined.

Manufacturer narrative:
Concomitant medical products: cad cassette .5% sodium chloride covidien monoject, ref: lot 16g1204, exp 06/2018; .5% sodium chloride covidien monoject, ref: 8881570121, lot 16g1204, exp 6/2018, bd heparin lock flush syringe 8290-306513, ref: 306513, lot: 620211n, exp. 07-19-2018; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
We received a copy of a pending medwatch which stated: "patient came to outpatient infusion to have 5fu pump disconnected. Rn noticed a white powdery substance on the tape surrounding the texium/smart site luer as well as on her skin and clothes. No tissue irritation noted."

Event description:
The infusion was fluorouracil and heparin in normal saline to infuse at a rate of 2.2ml/hr. Over 46 hours.